Event description:
The account alleged that the bed has a broken weld on the left foot of base frame at the brake caster socket. No pt impact.

Manufacturer narrative:
The account stated the cause was a weld failure. The tech sent the account a new base frame assembly. No further info is available on the repair of the bed at this time.